Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation at an unknown location. High pacing thresholds and increased impedance were observed the next morning, alongside with right sided pain. The pain was resolved with the initial lead explant. A new lead was implanted at the same surgery. The lead has ben returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation at an unknown location. High pacing thresholds and increased impedance were observed the next morning, alongside with right sided pain. The pain was resolved with the initial lead explant. A new lead was implanted at the same surgery. The lead has ben returned for analysis. No additional adverse patient effects were reported.